Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received multiple low battery alerts with a new battery installed. Blood glucose level at the time of the incident was over 400 mg/dl. The customer was sent a replacement battery cap and will call back to complete troubleshooting. The insulin pump was not replaced or returned for analysis.